Manufacturer narrative:
Device 4 of 4. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the dressings were dirty. The products were not used on patient. A photograph depicting the issue was received from the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6) 7815 national service road suite 600 greensboro, nc 27409 (B)(6) . Batch record review: lot 9l01731 was manufactured on 11/14/2019 in the (B)(4) line with a total of (B)(4) market units. Complaint investigator ID (B)(6) performed a batch record review on 04/18/2021 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct, under icc code (B)(4), sap material ID (B)(4) and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: photo related to the reported problem is available for evaluation. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.